Manufacturer narrative:
The device in question was returned to the manufacturer on january 14,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the distal tip fall off, always. During the technical inspection it was determined that the pin from the distal joint is missing. There is no information that the event caused a harm or serious injury to patient.

Manufacturer narrative:
Device evaluation: during the investigation of the returned product, the following was found: it was detected that the "rivet" has come loose cause by a not deep enough weld on the jaw part. This was caused by a manufacturing deficiency. The corresponding operating instructions ri: 26159bhw_en_v48.2_03-2023_ri_ce refer to a visual and functional inspection of the device on pages 14 and 16. The operating instructions 97000045 v2.0 - 10/2017 state that overloading should be avoided, this event is filed under internal complaint ID: (B)(4).